Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-730b-(B)(4): the fiber cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch mark, erased blue arrow indicator, partially erased red octagonal sign, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "loss of the distal end" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a benign prostatic hyperplasia (bph) procedure, the fibers distal tip was reported ¿lost¿, no other information regarding the issue was provided. The fiber was replaced and procedure completed. There was no injury reported.